Manufacturer narrative:
The exact implantation date was approximated to (B)(6) 2015. (B)(4)

Event description:
Reportedly, the subject pacemaker was implanted in (B)(6) 2015. During the first follow-up on (B)(6) 2015, the displayed time to rrt (recommended replacement time) was 7 years. During the scheduled follow-up performed on (B)(6) 2017, the displayed time to rrt was 3 months with a battery impedance of 7.83 kohms and a magnet rate of 89 min-1. The pacemaker was replaced and returned for analysis.

Event description:
Reportedly, the subject pacemaker was implanted in (B)(6) 2015. During the first follow-up on (B)(6) 2015, the displayed time to rrt (recommended replacement time) was 7 years. During the scheduled follow-up performed on (B)(6) 2017, the displayed time to rrt was 3 months with a battery impedance of 7.83 kohms and a magnet rate of 89 min-1. The pacemaker was replaced and returned for analysis.